Manufacturer narrative:
A supplemental report will be submitted if additional information becomes available.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons unknown.